Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) experienced persistent controller error alarms during support. The aic was successfully swapped. It was noted that there was no change to the functionality of the pump at the time of the noted alarms. There was no report of harm to the patient. The patient was still listed for transplant.